Event description:
It was reported that the patient stated that the right atrial (ra) lead exhibited a product performance anomaly. Additionally, the patient underwent a computed tomography (CT) scan. This ra lead remains in service and will not be returned. No adverse patient effects were reported.

Event description:
It was reported that the patient stated that the right atrial (ra) lead exhibited a product performance anomaly. Additionally, the patient underwent a computed tomography (CT) scan. This ra lead remains in service and will not be returned. No adverse patient effects were reported. Additional information received from the field clinical representative (fcr) indicates that the right atrial (ra) lead was tested and found to be functioning properly, with no further action required. The lead with allegation was the right ventricular (rv) lead, which showed a high threshold, high output, and low impedance. Both the rv lead and the device were explanted and a new lead and device were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.